Manufacturer narrative:
Hoya device is pending evaluation. Internal reference: (B)(4).

Event description:
Reportedly, the lens was implanted and posterior capsule ruptured. The incision was enlarged and sutures were used. A vitrectomy was performed and anterior chamber lens was implanted. The patient's current status was described as "good, post-op cataract care."

Manufacturer narrative:
Regarding of this report, hoya device is pending evaluation. Additional information received for- date of event: (B)(6) 2017. Internal reference: (B)(4).

Event description:
Reportedly, the lens was implanted and posterior capsule ruptured. The incision was enlarged and sutures were used. A vitrectomy was performed and anterior chamber lens was implanted. The patient's current status was described as "good, post-op cataract care."

Manufacturer narrative:
Complaint evaluation details from qa (B)(6): returned iol condition: the lens and the both haptics were deformed. The optic was torn at the edge. No abnormalities were found in production and inspection records of the product. (B)(6). Internal reference: (B)(4).

Event description:
Reportedly, the lens was implanted and posterior capsule ruptured. The incision was enlarged and sutures were used. A vitrectomy was performed and anterior chamber lens was implanted. The patient's current status was described as "good, post-op cataract care."